Event description:
Reported as: "no restriction after multiple adjustments. Dr took x-rays and could not find leak, believes the fluid my have evaporated or leaked out however, could not confirm the x-rays.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date and the model type provided by the rptr, the connector type is assumed to be a taper ii. The rptr was asked to return the product for analysis once it is removed. Visual examination may confirm or determine another connector type associated with this report. The device remains implanted at this time. Therefore, no analysis or testing has been done. Further info from the rptr regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."